Event description:
Event description guidant received information that this transvenous defibrillation lead was seen on x-ray to be fractured. An invasive procedure was performed to cap the lead and reconfigure the patient system to include a right atrial rate/sense lead and left ventricle rate/sense lead. No adverse patient symptoms were reported.